Event description:
The duett device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain, numbness and loss of pulses. An angiogram was performed and confirmed an occlusion. Treatment consisted of anticoagulation therapy. Pulses were re-established, however at the time of this report the pt is still experiencing some numbness in the foot. No further complications were reported.